Event description:
It was reported to boston scientific corp that following a pelvic floor repair procedure using a pinnacle pfr kit, the pt is experiencing significant buttock and right leg pain, and has a very hard time standing on her right leg. The pt is currently seeing a physical therapist to address the issue.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture date of the device is unk. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis cannot be performed, and we are not able to determine the relationship between this device and the cause of this event.